Manufacturer narrative:
Film analysis summary: the exact cause of the reported endoanchor rotating through the heli-fx guide could not be determined from the single still non-contrast angiogram provided. The anatomy at implant is unknown and a complete assessment of the patient¿s anatomy could not be performed. Additional images during implant were also not provided. The image revealed that another manufacturer¿s stent graft system had been implanted into the patient. Both the left (lowest) renal and right renal arteries had been stented and chimney bypassed. The infrarenal neck and bifurcate aortic body were essentially straight in the left/right axis. Approximately 4 endo anchors (3 on the left side and 1 on the right) were seen having been implanted into the bifurcate/aorta, just at or slightly above the level of the stented right renal artery. A guide was observed positioned within the left side of the bifurcate, ~2cm below the left renal and possibly near the flow divider, and was in the vertical orientation; the guide was essentially straight. Near the tip of the guide a single endoanchor was seen extending (also vertically) just beyond the guide marker band. It is unclear from the still image if the endoanchor was still attached to the guide/stent graft, or possibly free floating. No obvious guide issues or other endoanchor issues were observed. Analysis of the single image did not reveal any anatomical or heli-fx anomalies that could explain the reported event. A device issue cannot be ruled out as a potential cause. The delivery system is pending return and the analysis results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of the patient. It was reported that during the index pro cedure an endoanchor rotated through the heli-fx guide. Five endoanchors were successfully implanted first and then while trying to implant the 6th endoanchor, the issue occurred. The heli-fx was used in conjunction with a non-medtronic stent graft. As five endoanchors were successfully implanted, the procedure was completed. Per the physician the cause of the event is due to applier system or endoanchor issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary there was no damage observed to the device. An endoanchor was visible loaded in the applier housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.94v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The endoanchor was successfully deployed. If information is provided in the future, a supplemental report will be issued.